Event description:
It was reported via FDA user facility report, while performing surgery a drill bit broke while being used. All pieces were retrieved and the broken area of the drill bit was outside of the patient at the time of the breakage.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.